Event description:
The customer reported that the patient alarms from the central station were neither recording nor sounding. The central station event report indicated that "alarm suspended" was set when the patient was admitted.